Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a severed pulse wire in the trunk cable due to the trunk cable being cut. The root cause for the severed wire was physical abuse. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages and their electrode belt was damaged.